Event description:
Follow up information received from the patient reported that they first saw a doctor around 2017 and another doctor in 2018. Dates of (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), 2018, and (B)(6) 2019 were noted for doctor visits. The patient stated that they had notified their doctor of the issue but no further assistance the cause of the lead sliding out of place was they were on a small hill icy, snowy hill and tried to keep their balance but they fell. The patient did not know there was a problem for quite a while. They reported that they were seen by a doctor after this, they got shocked ¿many times¿ (¿5-6 times¿) when being adjusted. The patient stated that they kept getting shocked in their lower buttocks area. This was when the doctor told them that the lead had probably slipped out of place. The patient indicated that nothing/no steps had been taken for the issue by their doctor and was to see a new doctor in (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1683b, product type: lead, ubd: 19-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she has had a return of symptoms, frequency, which has been gradually returning and getting much worse. The patient stated that she was now having to go to the bathroom every hour on the hour. Patient services asked if stim was currently on, and the patient stated that she did not know and she did not want to do any trouble shooting over the phone. The patient stated that it started "close to a year or more" and that they considered this a gradual return of symptoms. The patient did not want to use the patient programmer (pp) over the phone for any trouble shooting and would wait until she finds a doctor in her area. The patient stated that when the doctor was making adjustments she was having shocking and stated that it felt like electrical shocks. The patient refused to verify if the stim was currently on or not. The patient stated that she would wait until she found a new doctor to see what¿s going on with the implant. The patient stated that the doctor told her the lead were sliding back into the upper buttock area or probably slid out of place. The patient stated that the doctor had done no additional follow-up. No further complications were anticipated/reported.